Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received from the reporter indicating, the reported issue occurred on (B)(6) 2022, the culture test was performed, and the test result was confirmed on (B)(6) 2022. It was also indicated, the disinfection and sterilization practices (cds) could not be obtained from the customer, there was no contamination on the scopes and the customer does not provide colony-forming unit (cfu)s reports. The scopes used in the event were: bf-f260/bf-1t260/bf-260/bf-xp260f/bf-uc260fw/bf-p290/bf-uc290f, all tested negative during culture test. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating the customer did not use an olympus water filter. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation of the customer¿s returned device, it was confirmed that user used prefilter for the subject equipment, that was not an olympus water filter. Based on the results of the investigation, it is likely that the reported issue occurred due to the user not using water filter for cost reduction. However, the root cause was not identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, fluid-related parts were inspected for the detection of mycobacterium tuberculosis, leakage was noted from the channel block c, and the front panel was broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, microbial contamination was detected on the endoscope reprocessor. It was noted that tubercular bacillus was detected after the culture test was performed with leak test water. It was also noted that tubercular bacillus was detected from the detergent nozzle. There was no harm or user injury reported due to the event.